Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error. Customer is receiving the e5 error after the blood sample is applied to the test strip. The customer's expected fasting blood glucose test result range is undisclosed. The customer report symptoms of feeling lightheaded and having dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. At the time of the call customer ran a blood glucose test an received a result of hi.